Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the impella 5.5 was attempted to be pulled back for mitral valve replacment but in doing so the impella 5.5 quickly slid out of the ventricle to completely be in the aorta. The pump was explanted without issues. The patient survived.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. As per the clinical information provided, the root cause of the positioning issue was use related as the pump was pulled too far during repositioning.